Event description:
Patient reports a muffled sound quality over the past few weeks. No recent trauma or illness were reported. Re-implantation will be discussed.

Manufacturer narrative:
Not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.